Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that hardware low level failures alarm occurred on the insulin pump. Blood glucose level at the time of the incident was 132 mg/dl. No symptoms or treatment of patient required. Trouble shooting occurred but insulin pump did not pass self test. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Hardware low level failures not found during testing. The insulin pump passed the self test and the displacement test. (B)(4).